Manufacturer narrative:
Continuation of concomitant medical product: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted from the left side due to pocket erosion. A new system was implanted on the right side before laser lead extraction occurred. However, just after the laser extraction, the patient died.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.